Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device used only as a continuous glucose monitor receiver was accidentally run over by a vehicle and destroyed, consistent with physical damage to the pump hardware and screen, and a replacement was issued with instructions for return and data sync prior to shutdown. Symptoms included no adverse health effects. Outcomes included no clinical impact and continued use of the separate cgm system while awaiting the replacement. Investigation included customer interview and logistics review regarding the return shipment. Investigation of this device revealed catastrophic physical damage consistent with external impact, with no evidence of device malfunction prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user-related external damage.